Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis. Customer stated that they calibrated as recommended actual glucose levels in readings are usually around 40 points off. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.